Event description:
Boston scientific crm received information that the rate/sense portion of this chronic defibrillation lead could not be fully inserted into the new device during the change out procedure. The physician successfully tested the rate/sense portion of a new boston scientific defibrillation lead for insertion into the new device prior to implant. However, the new defibrillation lead was not implanted. The high voltage terminal pins from the chronic defibrillation lead were inserted into the new device without complication, so the physician surgically abandoned the rate/sense portion of the chronic defibrillation lead and implanted a new pacing lead in the right ventricle.

Manufacturer narrative:
No adverse patient effects were reported. The shocking portion of the chronic defibrillation lead remains in service with the new device.